Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "medical history of brain aneurysm, constant headaches, fatigue, weakness, head pressure, not feeling well, not feeling right, diffused large b cell lymphoma of lymph nodes". Patient later reported "hardness, tingling and burning toward the inside of the breast, nipple sensitivity". Patient later reported "capsular contracture baker grade iii". This record is for the left side. Device remains implanted.